Event description:
This procedure is part of the definitive le trial. A small perforation was noticed to the right pt following the third cut with the silverhawk sxl. Balloon angioplasty resolved the issue. No further symptoms of a perforation were noted after angioplasty completed.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.